Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that she had administered glucagon to the pt after noting that pt was exhibiting the typical symptoms of a dropping blood glucose levels. Cgm/bg levels were at 147/49 mg/dl. At the time, and due to her poor cgm operating knowledge, pt's mother failed to enter correct bg values into cgm in order to correct readings. Eight hours later pt suffered a seizure and lost consciousness. Pt's mother administered glucagon once again and called paramedics. Bg was measured prior to paramedics arrival at 77 mg/dl. During her call to dexcom technical support, pt's mother reports that pt was still in the ICU, non coherent and with blood pressure complications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.